Event description:
The pt reported the adhesive on her insulin infusion headset was not properly adhering. She stated she experienced an elevated blood glucose reading over 200 with her normal range being 140 mg/dl. She said she did not have any symptoms. She stated when she tried to run a bolus her insulin infusion device displayed a 04 (occlusion) alarm which she cleared by changing her infusion tubing and headset. She said she then corrected her reading by bolusing insulin through her device. The pt stated she has had more than one headset in this lot with adhesion issues. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.